Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted an inappropriate shock to the patient due to the failure to detect atrial fibrillation with rapid ventricular response. It was also reported that the right ventricular (rv) lead and right atrial (ra) lead were undersensing the r-waves and p-waves respectively. The ICD, rv lead, and ra lead all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) has now been removed and replaced. No patient complications have been reported as a result of this event.